Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were hurting their " genitals and female parts" and their bowel was irritated. Patient stated they thought they had a uti and went to the doctor, but the doctor said they did not have one. Patient said they were given antibiotics to take anyway. Patient then stated they went to their regular doctor and the doctor told them they did not have a uti. Patient mentioned they had increased their program and thought maybe that was it, so they put it back down to program 4 and it was still hurting. Patient also mentioned they had a herniated bowel and the therapy was hurting their bowel like shock waves and lots of pain when urinating or going to the bathroom. Agent asked the patient if they had tried to decrease the intensity of the therapy and patient stated they had decreased the intensity when they changed from program 5 to program 4, but that did not help at all. Agent advised to decrease the intensity level to confirm if it could get anywhere comfortable. The patient was redirected to their healthcare provider to further address the issue as soon as possible. Patient noted they had an appointment with their managing healthcare provider on friday.